Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: ¿breakage of the cannulated torx 20 screwdriver from the fixos 5.0 mm screw system. The surgical procedure was successfully completed using a second screwdriver from the instrument tray.¿

Event description:
As reported: ¿breakage of the cannulated torx 20 screwdriver from the fixos 5.0 mm screw system. The surgical procedure was successfully completed using a second screwdriver from the instrument tray.¿

Manufacturer narrative:
The reported event could be confirmed based on the device inspection. The device inspection revealed the following: as received condition, the device is broken off at its tip. No fragments were returned for evaluation. The fracture face is diagonal which indicates high lateral stress. The view of the fracture face is typical of a brittle overload fracture (smooth surface, absence of ductile deformation). It can therefore be concluded that too much torsional and lateral forces while inserting the screw caused mechanical overload and ultimately breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive external forces applied during use. If more information is provided, the case will be reassessed.